Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had cracks and a no delivery alarm on the insulin pump. Customer's current blood glucose level was 20.1 mmol/l. Customer tried to get insulin from the pump and received a no delivery alarm. Customer stated that the pump has been replaced several times because of cracks. Customer noticed crack on the battery chamber and the reservoir chamber. Customer changed the set out but still received a no delivery alarm. Customer stated that the pump would not rewind at one point. Customer did not want to troubleshoot for the no delivery alarm. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.